Event description:
Reportedly, during a regular follow-up performed on (B)(4) 2013, ventricular oversensing was observed in recorded non sustained episode on both atrial and ventricular channels. Note that some provocative tests were performed and the oversensing was not reproduced. An explanation is required.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.